Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alert occurred during a dinner meal announcement while using an infusion set, and the alert recurred after resuming delivery until a full supply change was performed, which resolved the issue. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living or need for medical intervention beyond routine troubleshooting. Investigation included telephone-based troubleshooting and user education regarding infusion set replacement. Investigation of this case revealed an infusion line occlusion associated with the infusion set that was resolved by supply change, consistent with product performance influenced by disposable component issues. It was concluded, based on previously established findings for similar reports, that the cause was user- and use-related factors consistent with an occlusion in the disposable infusion set.